Manufacturer narrative:
Additional information : the lot was manufactured may 25, 2018 - may 26, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported exactamix 2000 ml eva tpn bag was observed leaking. The event was occurred during compounding. There was no patient involvement. No additional information is available.